Event description:
It was reported to co that the patient fell off the table while study was being performed. Patient suffered injury to the hip and skull. The patient later passed away, apparently due to brain trauma.